Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl). Customer stated that they believe elevated bg's are due to food consumed and not calculating carbohydrates correctly. Customer delivered correction boluses to stabilize bg levels. Customer declined further troubleshooting.